Manufacturer narrative:
PMA/510k #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy, the open-end flexi-tip ureteral catheter broke off during the procedure. The distal end of the catheter was able to be recovered. Approximately 25 mm was recovered. It appears that approximately 5mm is un-accounted for. Additional information was received on 06-sep-2018: nothing had to be removed from the patient. The customer is not aware of any unintended section of the device remaining inside the patients' body. The patient did not require any additional procedures due to this occurrence. The customer is not aware of any adverse effects on the patient due to this occurrence. The alleged malfunction prevented instruments to be passed down the channel of the scope. Piece retrieved during cleaning of the ureteroscope. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation a visual inspection of the returned device was conducted. A review of quality control data, and specifications was also performed. One opened package labeled rpn 021305 with label lot number 8920489 was received. The complaint device lot number was not available. The customer reported disposing of the actual complaint device packaging. Inside the package were two 5 french flexi-tip ureteral catheters. Visual examination of the catheters revealed the following: catheter a ¿ was returned with the 050010, catheter length measures 69.5cm. The flexible tip is securely bonded to the catheter. The catheter is bent approximately 26cm from the distal tip. The catheter was wired from the distal tip using a hsf-38-100-qc wire guide. The wire guide transitioned completely through the catheter exiting from the proximal end. No manufacturing anomalies were identified on this catheter. Catheter b ¿ was returned in two segments. The catheter is severed 3cm from the distal tip. The length of the proximal segment measured 65.8cm. The point of separation occurred behind the 3rd ink band and before the 5th ink band. A 7mm section of the catheter, including the 4th ink band, is missing and was not returned. Based on the evidence presented by the returned sample, this device has been damaged by an instrument of unknown origin. The device history record was not able to be reviewed as the lot number of the complaint device was not known. A review of complaint history for the associated device lot could not be performed as the lot number was not provided. A review of the manufacturing documents identified this product is inspected and tested before shipment. Based on the available information, the cause of this complaint is unknown. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.